Manufacturer narrative:
Cmp-(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04548, 0001825034-2017-04549, 0001825034-2017-04552 customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product:arcos stem pn: 11-301321 ln: 899430 g7 osseoti cup pn: 110010270 ln: 3411338 ceramic biolox head pn: 650-1058 ln: 624870.

Event description:
It was reported that a patient is scheduled for a hip revision for unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.